Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that the plunger rod separated from the rubber stopper. The returned syringe was tested and the stopper separated from the plunge rod when attempting to draw the plunger rod back. A review of the device history record was completed for batch # 8239884 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Visual inspection of the plunger rod found no damage to the tip or shaft. The plunger rod tip was not fully formed. Component came from mold c-26, cavity 98. The stopper was removed and inspected. There were no defects and silicone was present in the barrel. Root cause of plunger rod separation is from an incomplete plunger rod tip. Quality notification #200777687 was created on 17oct2018 for incomplete tips on mold c-26, cavity 98. Per the mrb the cavity blocked to prevent plunger rods from being formed.

Event description:
It was reported that the plunger rod in the bd insulin syringe with the bd ultra-fine¿ needle separated from the stopper during use. The following information was provided by the initial reporter: "consumer reported plunger rod separated from rubber stopper, problem occurred a few days ago. Lot # 8239884, product # 328411, exp 09-30-2023. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod in the bd insulin syringe with the bd ultra-fine¿ needle separated from the stopper during use. The following information was provided by the initial reporter: "consumer reported plunger rod separated from rubber stopper, problem occurred a few days ago. Lot # 8239884, product # 328411, exp 09-30-2023. Consumer does not re-use."